Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and determined that the loudspeaker required replacement. Based on the information available the cause of the reported problem was the speaker. The customer was provided a replacement speaker to resolve the issue. Section e reporting institution phone # (B)(4).

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that there was a blue alarm, loudspeaker problem. A good faith effort (gfe) was performed to determine if the speaker produced sound, but no additional information was provided. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.